Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display. Pump received with cracked lcd glass.

Event description:
Pharmacist reported that the customer had a blood glucose value of 600 mg/dl at the time of the incident. The customer was hospitalized due to the insulin pump not working. The customer stated the insulin pump had physical damage. Troubleshooting was performed and the device will be replaced and repaired.